Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a phenomenon alled parasitic or phantom crosstalk that allows small electrogram signals to be reflected on an unused or plugged port. The device was sensing this from the capped/inactive right atrial (ra) lead. There has been no impact on patient health or product performance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient received inappropriate shocks and there was a detection issue with the device.